Event description:
It was reported that the pt experienced a shocking or jolting sensation at the lead site. This sensation began after the pt bent over to pick up something. There was no known related incident or accident reported. It was stated that both pt movement and palpation of the site, resulted in a change in stimulation. No further details or pt outcome were provided. Additional info was requested but not received at the time of this report. A f/u report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).